Manufacturer narrative:
The calibration data, qc data and alarm trace were requested but not provided. The field service engineer (fse) found that the rinse nozzle was not secured by the spring holder. He then seated the rinse nozzle within the spring holder. He also cleaned the excess water found on the surface area of the reaction cells. He performed precision tests with acceptable results. The customer verified the instrument's performance by running calibrations and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 result for three patient samples tested on a cobas 8000 c702 module. The reporter stated that they have been obtaining results with data flags for multiple assays which upon repeat, would be in range and would be repeatable on a different analyzer. The initial results were reported outside of the laboratory. The nurse questioned the result which prompted a rerun of the patient's sample. The repeat result was rerun on their other c 702 and was deemed correct. Sample 1 had an initial result of <0.2 mg/dl with a data flag. The repeat result was 0.51 mg/dl. The repeat result from the other analyzer was 2.33 mg/dl. The reporter provided two additional discrepant results: sample 2 had an initial result of 5 mg/dl with a repeat of 2.5 mg/dl. Sample 3 had an initial result of 0.2 mg/dl with a repeat of 2.4 mg/dl. The reagent lot number is 568658. The expiration date was requested but not provided.